Event description:
The manufacturer received information alleging a ventilator was alarming for high pressures. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's in-line filter and proportional valve were replaced to address the issue.